Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated threshold on the left ventricular (lv) lead. It was reported there was unexpected battery de pletion due to the elevated threshold. The lv lead was turned off and remains in the patient. The device remains in use. The patient is enrolled in the adaptresponse clinical study. No patient complications have been reported as a result of this event.